Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt who was in cardiac arrest, the device displayed multiple error messages but the complainant does not recall what error messages were displayed. The complainant alleged that the medic reported the device's display was missing ECG info. The medic switched the device from defib mode into monitor mode and the device switched back to defib mode on its own. The medic powered the device off and back on and the device's display was frozen and blank. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.